Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The potential failure mode is low flow due to insufficient lamination bonding, water flow path compromised. Based on this review the risk is within the expected range. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Corrections: d, e the reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to initiate therapy. Arctic sun device alerting patient line open, water flow rate (wfr) was 2.1 l/m 4 pads connected. Hypothermia patient temperature (pt) was 37.3c, targeted temperature (tt) was 36c. Stopped therapy, disconnect and reconnect using proper technique. Fluid delivery line (fdl) secure and in lock position. Restarted therapy but device primed to stop. Stopped therapy and emptied pads. Placed device in manual control at 10c. System diagnostics with no pads, outlet monitor temperature (t1) was 10.6c, outlet control temperature (t2) was 10.6c, inlet temperature (t3) was 10.5c, chiller temperature (t4) was 5.8c, water flow rate (wfr) was 1.8 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 57 percentage, mixing pump command (mpc) was 18 percentage. Heater command (hc) was 0, water reservoir level (wrl) was 4, system hours were 8639.4, pump hours were 8072.5. Added pads to device while still in manual control. Water flow rate (wfr) was 2.9 l/m, inlet pressure (ip) was -7.6 psi, circulation pump command (cpc) 78percentage, mixing pump command (mpc) was 100 percentage. Disabled manual control and restarted device. Water flow rate (wfr) was stabilized at 3 l/m. Sn (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to initiate therapy. Arctic sun device alerting patient line open, water flow rate (wfr) was 2.1 l/m 4 pads connected. Hypothermia patient temperature (pt) was 37.3c, targeted temperature (tt) was 36c. Stopped therapy, disconnect and reconnect using proper technique. Fluid delivery line (fdl) secure and in lock position. Restarted therapy but device primed to stop. Stopped therapy and emptied pads. Placed device in manual control at 10c. System diagnostics with no pads, outlet monitor temperature (t1) was 10.6c, outlet control temperature (t2) was 10.6c, inlet temperature (t3) was 10.5c, chiller temperature (t4) was 5.8c, water flow rate (wfr) was 1.8 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 57 percentage, mixing pump command (mpc) was 18 percentage. Heater command (hc) was 0, water reservoir level (wrl) was 4, system hours were 8639.4, pump hours were 8072.5. Added pads to device while still in manual control. Water flow rate (wfr) was 2.9 l/m, inlet pressure (ip) was -7.6 psi, circulation pump command (cpc) 78 percentage, mixing pump command (mpc) was 100 percentage. Disabled manual control and restarted device. Water flow rate (wfr) was stabilized at 3 l/m. Sn: (B)(6).